Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a device problem with an ilet pumpcart in which insulin odor was noted, blood glucose rose to 313 mg/dl, and the pump generated an occlusion alert; the user replaced the cartridge and connector setup, after which glucose returned to range, and the user believed leakage occurred at the cartridge interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health impact and no reported medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with the medical device problem and the related component not fully characterized beyond a suspected occlusion and leak. It was concluded, based on previously established findings for similar reports, that the cause was not established.